Event description:
The customer stated an axsym troponin-I adv reagent pack lid failed to open properly causing the probe to crash. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.